Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Based on the information available and the testing conducted, the cause of the reported problem was not identified as the reported issue did not reproduce. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational as per manufacturer's specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported, the device battery light turns on and off alternatively. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event. And the complaint is still under investigation. A final report will be submitted, once the investigation is complete.